Manufacturer narrative:
The product is not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. Balloon rupture and vessel dissection are known potential complications associated with coronary stenting. The lesion was described as 90% stenosed and heavily calcified, and the vessel was slightly tortuous. The anothe country IFU cautions the user not to use this product in patients with tortuous vessels in the stenosed area and in patients in which the dilation of the lesion by means of ptca cannot be anticipated. Additionally, the IFU warns that stent implantation may lead to dissection of the vessel and may require additional intervention, such as additional stent placement. The reported balloon rupture could not be confirmed, as the product is not available for evaluation; however, there is no evidence in the manufacturing records review to indicate that this was a manufacturing related issue. In this case, there are lesion and vessel factors that may have contributed to the event. Japanese cypher is not distributed in the us; however, it is similar to the us distributed cypher product.

Event description:
This male patient was admitted for coronary evaluation. Angiography revealed a 90%, de novo, heavily calcified, lesion in the distal rca. The vessel was described as slightly tortuous. The lesion was predilated with a 2.5 x 20 mm lacrosse balloon. A 3.0 x 28 mm cypher stent was positioned in the target lesion and was deployed. During deployment, the balloon ruptured at 10 atms. Angiography confirmed a vessel dissection in the proximal portion of the stented area. To treat the dissection, and additional 3.5 x 13 mm cypher stent was positioned proximally to the first, and was deployed. Due to the rupture at 10 atms, the stent was under-deployed/under-expanded; therefore, the stent was post dilated with a 3.25 x 15 mm avion high pressure balloon. There was no residual dissection reported.